Event description:
"Head will not raise without help & drifts down".

Manufacturer narrative:
Tech troubleshoot and adjusted both CPR cables to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.